Event description:
The customer reported that pump serial number (B)(4) has system error 105 alarms. There was no patient injury reported. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Engineering investigation confirmed the reported symptom which "stated the pump has a "system error 105" through the history log but could not reproduce during testing. Unit was tested for 95+ hours with no recurrence of the reported symptom. Physical inspection of the motor found that 3 of 6 motor mount screws were sheared likely causing the reported symptom. The pump experiencing an impact is a known cause for sheared motor mount screws. The motor assembly has been replaced.